Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions and assisted the caller in resetting the pump, which did not recur after the reset. The customer was informed to continue using the pump and to call back if the issue reappeared, and they acknowledged the instructions.